Event description:
Information received a smiths medical cadd extension set tubing was leaking. Blue luer lock was cracked and significant amount of unknown medication was leaking at site for two of the patients. The third patient had leakage where the luer lock became completely disconnected.